Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (500 mcg/ml, 144 mcg/day) and baclofen (600 mcg/ml, 144 mcg/day) via an implantable pump for intractable spasticity. On (B)(6) 2018, the hcp and rep experienced a pump memory error cycle, where the pump would not update with the programmed bridge bolus. The rep powered on and off the 8840 and re-interrogated but then the new concentration was programmed but not the bridge bolus. The rep inquired about the next steps. The rep was to confer with the hcp to properly reprogram the patient's pump. No patient symptoms were mention. Additional follow up with the rep stated that the rep did the steps required to initiate the bridge bolus again and noticed a pump tubing and catheter volume of 0.474 ml; rep inquired why this number was not consistent with the catheter volume. It was reviewed that the number included both the catheter volume and the internal pump tubing volume added together. The rep confirmed this answered their questions.